Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem extension, catalog#: 00598801616, lot#: 62955363; nexgen stem extension, catalog#: 00598802015, lot#: 63060081; nexgen tibial augment, catalog#: 00598800310, lot#: 61890936; nexgen femoral component, catalog#: 00599401391, lot#: 62921321; nexgen articular surface, catalog#: 00599403012, lot#: 62522947; nexgen headed screw, catalog#: 00598304048, lot#: 63216727; trabecular metal cone, catalog#: 00545004801, lot#: 62923648; trabecular distal femoral augment, catalog#: 00549003320, lot#: 63080134; nexgen stemmed tibial component, catalog# 00598003701, lot# 62820679. Reported event was confirmed by review of the provided op notes. Review of operative notes indicate that the patient was revised due to pain, instability and failed left knee. Also, it was discovered that there were significant areas where the cement had not completely bonded to the bone, leading to possible instability/loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, instability, loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.